Event description:
Pt was treated with a reusable mea applicator. The pt returned one day post mea with complaint of abdominal pain. Investigative surgery revealed thermal injury to the bowel. Bowel resection was performed. Pt recovered well. No additional info is available at this time.

Manufacturer narrative:
MFR date: appl. 08/2005. Sys. 04/2004. The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The mea instructions for use and physician training thoroughly addresses the requirement to assess the myometrium prior mea in those pts with a history of previous cesarean section.